Event description:
It was reported that an unspecified malfunction occurred and the pump stopped all insulin delivery. There was no pt involvement as the pump had just been taken out of its box.

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.